Event description:
Reporter used patch on right hip and wore it for 8 hours. She wore her jeans and rain pants over patch. She did not feel any pain while wearing it. After removal, she felt pain and noticed burn on skin. She went to the first aid station at a motorcycle rally she was attending for evaluation. She treated burn with topical burn ointment. Blisters cleared up after about 10 days, but she has scars. During this time, she saw her doctor for a previously set appointment. Doctor did not prescribe any additional medication or treatment.